Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.5/+1.5/87 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). It was reported the patient has refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.5/+1.5/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023, the lens was exchanged with the same model and length lens and the problem was resolved. D6a: "on (B)(6) 2023" should be added. D6b: "on (B)(6) 2023" should be added. D3: "08/18/2023" should be removed and "07/26/2023" should be added. H6: health effect- impact code: "2199" should be removed and code "4629" should be added. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).